Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the motor position encoder error alarm due to being overwritten with displayable history alarms in the alarm history screen. The alarms were due to a corrupted history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to complete functional testing due to the motor error alarm. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.